Event description:
It was reported that a patient underwent a strabismus procedure on an unknown date and suture was used. The patient experienced a reaction to the suture. Symptoms included redness, swelling, and excess granulation tissue. The patient was treated with steroids. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.